Event description:
It was reported that the patient presented for an implant procedure. During lead positioning, it was noted that the right atrial lead exhibited p-wave amplitude variation and after multiple attempts of screwing the helix it failed to extend. The lead was not used and replace during procedure. The patient was stable.

Manufacturer narrative:
The reported events were helix mechanism issue, low p-wave amplitude variation and failure to sense. As received, a complete lead was returned in one piece with the helix found extended and clogged with dried blood/tissue. The reported event of helix mechanism issue was confirmed. X-ray inspection found over torque of the inner coil at the connector region consistent with procedural damage. After cleaning the helix and cutting the lead, the helix can be extended and retracted by applying torque directly at the inner coil. The full helix extension length was measured within specification. The reported events of low p-wave amplitude variation and failure to sense were not confirmed. Electrical testing did not find any indication of conductor fractures or internal shorts. Visual and x-ray inspections of the lead did not find any anomalies except for procedural damage.